Event description:
It was reported that the unit experienced an e03 error. It was further reported that the fan is not working.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.